Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement for the right ventricular (rv) lead and device. Boston scientific technical services (ts) was consulted and suggested bringing the patient in for evaluation. The patient was brought into the clinic two days later for testing where the rv to can measurement was 89 ohms and the rv to ra shock impedance was out of range at 140 ohms. They opted to reprogram the lead to rv to can and continue to monitor the patient. The device and lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) continue to exhibit high out of range shock impedance measurements. Boston scientific technical services (ts) reviewed data from the remote home monitoring system and noted that it has been a gradual rise in impedance measurements. At this time the clinic has opted to continue to monitor the patient. The out of range alert on the remote home monitoring system was increased to 150 ohms and the rv lead and crt-d remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.